Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number: 1265017. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the hub junction during use. The following information was provided by the initial reporter, translated from chinese: "after the patient was punctured with intravenous indwelling needle, the nurse found fluid leakage at the indwelling needle interface. After explaining to the patient, the new intravenous indwelling needle was replaced" "after confirming with the head nurse, it was found that there was fluid leakage at the infusion connection connected to the infusion set when the nurse discharged the indwelling needle before the patient was punctuated. The infusion was immediately disconnected and discarded, and a new indwelling needle was replaced for puncture".